Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. (B)(4).

Event description:
Information received by medtronic indicated that the customer went swimming with insulin pump and when they came out the water there was fog in the screen and when they went to replace the battery there was water in the battery compartment. Customer stated that they did hear fluid when shaking the insulin pump and saw fluid under the lcd. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.